Manufacturer narrative:
The company representative observed in the fault log 3325 9 0 (transducer atmospheric calibration failure), he replaced the drive manifold assembly ((B)(6)). In an unrelated repair the block guide was also replaced ((B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.(B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, during an autofill cycle, they received a system failure alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.